Manufacturer narrative:
To date, this rv lead was discarded and will not be returned to boston scientific. Positive confirmation of a possible lead fracture is therefore not available. Investigation is considered closed at this time. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was observed to have a kink in the conductor during a normal medical device change out. This rv lead was removed from service. There were no further complications for the patient and no previous allegations regarding rv lead product performance.